Manufacturer narrative:
Evaluation of the returned benchmark revealed, that the catheter was fractured. And the complaint was confirmed. If the benchmark is forcefully mishandled during use, damage such as a kink may occur. Further manipulation of a kinked device may worsen to a fracture. Further evaluation revealed, a kink and ovalization in the distal fractured segment. This damage was incidental to the reported complaint. And may have occurred from handling, during the procedure and packaging for return. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed. And did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the anterior cerebral artery (aca) to treat two aneurysms using a benchmark 6f 071 delivery catheter (benchmark), a non-penumbra microcatheter, a non-penumbra femoral sheath and guidewires. During the procedure, after the physician performed a diagnostic angiography, the physician positioned the benchmark in the cervical internal carotid artery using a guidewire. The physician advanced the microcatheter over a guidewire to the anterior cerebral artery. The physician then planned to position the benchmark distally in the internal carotid artery with the help of the microcatheter and guidewire. Once the physician reached the carotid bifurcation with the microcatheter and microwire, the physician attempted to position the benchmark distally in the internal carotid artery. However, the physician noticed that the benchmark was no longer visible via fluoroscopy. The physician noticed that the benchmark had broken with the distal end of the benchmark in the carotid and the other part of the benchmark in the aortic arch. Afterwards, the physician attempted to remove the microcatheter but noticed that the microcatheter was stuck inside the benchmark. Therefore, the physician removed the whole system together. It was reported that while the whole system was being removed under constant fluoroscopy it looked like the distal end of the benchmark moved separately from the rest of the benchmark. The procedure was completed using a long sheath and an intermediate catheter. There was no report of an adverse effect to the patient.